Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The lot search review did not identify an increase in complaint activity for the issue for the lot. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review did not identify any issues associated with lot number 26371ud00 and the complaint issue. Labeling was reviewed which adequately addresses the current issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide field data. Review shows that the median patient result for lot 26371ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. In this case, the sample was treated with heterophilic antibody blocking tubes with a negative result obtained which aligns with the roche result. Per product labeling, heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference, and anomalous values may be observed. Additional information may be required for diagnosis. In addition, for mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. A malfunction was not identified. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site. A systemic issue and/or product deficiency was not identified.

Manufacturer narrative:
This report is being filed on an international product, list number 03p25 that has a similar product distributed in the us, list number 02r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect troponin-I, stat high sensitive results for one patient. The initial architect troponin-I, stat high sensitive result was 38879 ng/l, repeated 37449 ng/l (positive). The patient was admitted to the hospital for monitoring for 5 days. All troponin results were > 30000 ng/l. Other screening examination (EKG) was negative for myocardial infarction (mi). The patient did not receive any medications. The sample was run on the roche analyzer for troponin t and the result was negative. No adverse impact to patient management was reported.